Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and the failure was confirmed and replicated. The unit was tested on an in-house system in normal mode where it triggered error 319. It was also tested on pftp where it failed the fiber test due clock spring fiber low descending values. After installing golden clock spring fiber, the unit passed fiber retest. The error 319 and the failure was replicated with original components. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm due to error 319. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) a recoverable fault on usm 2. The customer stated when they recovered from the fault the error immediately came back. The site performed a hard reboot and error 319 returned. The site disabled usm 2 and continued with usm 1-3-4. The site was completing the procedure as planned with no reported injury.